Event description:
It was reported that the patient experienced three infusion sets with adhesive issues where the infusion sets fell off within twelve hours twenty four hours and forty eight hours of insertion on (B)(6) 2026

Manufacturer narrative:
MDR (B)(4)/ initial 1 of 3 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380